Event description:
Automated chemotherapy dispensing machine underdosed two doses. Subsequent investigation revealed an unauthorized software change by vendor was made during a software update that was planned and tested (both by vendor and on-site). This caused the machine to incorrectly calculate doses. The machine double divided the dose of the medication by the concentration of the stock medication solution. For example, if the dose was 72mg, the stock med was 6mg/ml, the machine should add 12ml to the IV bag. In this case, the machine divided 72 by 6 and then by 6 again so only 2ml were added to the bag.====================== health professional's impression======================underdosed the medication====================== manufacturer response for IV medication compounder, cytocare chemotherapy compounder======================they have performed software updates and on-site validation of machine.